Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation in the left atrium, nrg transseptal needle was selected for use. It was mentioned that during transseptal puncture attempt, the device did not cross the septun. The bmc rf generator was in ready mode and radio frequency sound was heard, and energization effect was not visible on the echocardiogram. Three attempts were made. The generator was restarted without success. The connection cable was also replaced; however, this did not resolve the issue. Ultimately, the nrg needle was replaced and the procedure was completed successfully; no patient complications has occurred. Product is not expected to be returned for analysis as it was discarded in the facility.